Manufacturer narrative:
(B)(4). Reporter¿s complete address was not provided. Reporter's phone number: (B)(6).the actual device was returned for evaluation. During evaluation it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the attachment device was warming up. During service and evaluation, it was observed that the device had a damaged component - drive shaft bent, drive shaft blocked and worn out, the sleeves and bearings were damaged. It was also noted that the device failed pre-test for thimble lock operation and cutter insertion. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.